Event description:
Patient's mother reports hospitalization due to elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not been requested to be returned to animas for evaluation. The patient's mother reported that blood glucose levels began to rise following a message from the pump that stated the patient had exceeded the maximum total daily dose. The maximum total daily dose setting on the pump was adjusted prior to the patient's release from the hospital, and no subsequent events have been reported.